Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
While preparing a penumbra px400 microcatheter for use, the hospital noticed that it did not have a ninety degree bend in the distal tip as labeled. The mandrel for holding this shape was not inserted in the tip of the catheter. The case was completed successfully with another catheter of the same type. This MDR is associated with mdrs 3005168196-2011-00159 through 3005168196-2011-00162.